Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent birth control. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure plaintiff began suffering from symptoms of depression and fatigue. Plaintiff also began suffering weight fluctuations and pain during intercourse. Since undergoing the essure procedure plaintiff had suffered from severe migraines, of which she had not experienced since she was a teenager. However, two months after being implanted with essure plaintiff began suffering from migraines. After being implanted with essure plaintiff also developed a severe rash on her body. While doctors were unable to determine the cause of the rash, plaintiff continues to have periodic outbreaks of the same rash. Plaintiffs essure-related pain became so severe that she was eventually prescribed ibuprofen 800 and lortab. In fact, plaintiffs essure-related symptoms have been so severe at times that they have sent her to the hospital. Follow-up received on 23-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. This pain (related to essure according to reporter) grew so severe that she was eventually prescribed ibuprofen and lortab (hydrocodone), as treatment. The symptoms had been so severe that at times she was sent to hospital. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering its nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Besides, given the apparently long term nature of this pain and the fact that a medical intervention was required (hydrocodone prescription and hospital visits) this case is regarded as incident. Non-serious events were also reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("essure perforated her fallopian tube or another organ."), fallopian tube perforation ("essure perforated her fallopian tube or another organ."), abdominal pain ("severe abdominal pain / chronic pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("found out I was pregnant by home test"), genital haemorrhage ("heavy bleeding"), post abortion haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorder or disease") in a 24-year-old female patient (gravida 4, para 3) who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no any essure confirmation test conducted" and device ineffective "device ineffective". The patient's past medical history included migraine, multigravida, parity 3 (dates of births: (B)(6) 2005; (B)(6) 2011; (B)(6) 2012), depression, anxiety, mood swings, ear pain and urinary tract infection. *plaintiff's unknown about essure perforated her fallopian tube or another organ. Plaintiff's not sought medical treatment for tooth decay and miscarriage (no insurance).she denies any chest pain/nausea/vomiting. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included rash with penicillin. Concurrent conditions included kidney infection and ovarian cyst. Concomitant products included citalopram hydrobromide (celexa) from (B)(6) 2012 to (B)(6) 2013 and lithium since (B)(6) 2012 for atypical depressive disorder, lorazepam (ativan) since 15-oct-2012 for generalized anxiety disorder, midrid (midrin) since 2011 and paracetamol (tylenol) since 2011 for headache, cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2017, diclofenac since (B)(6) 2017, naproxen sodium since (B)(6) 2017 and tramadol hydrochloride since (B)(6) 2017 for hip sprain and pain in hip, hydroxyzine since (B)(6) 2014 and methylprednisolone (medrol) since (B)(6) 2014 for pityriasis rosea as well as alprazolam (xanax) since (B)(6) 2013, contraceptives nos, lamotrigine since (B)(6) 2013 and vicodin (norco) since (B)(6) 2012. In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), migraine ("severe migraines / migraines"), the first episode of depression ("depression"), polymenorrhoea ("increased frequency of periods"), arthralgia ("joint pain"), anxiety ("anxiety"), the second episode of depression ("increased depression,"), gastrointestinal disorder ("gi issue"), fibromyalgia ("suspect fibromyalgia") and mental disorder ("mental health,"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, 3 months 20 days after insertion of essure, the patient experienced fatigue ("symptoms of fatigue") and weight decreased ("weight loss"). On (B)(6) 2014, the patient experienced abdominal distension ("bloating"). In 2014, the patient experienced rash ("rashes/ small rash on lower stomach"), dental caries ("teeth began to decay") and allergy to metals ("nickel or essure allergy / hypersensitivity reaction to nickel or"). In 2015, the patient experienced rash generalised ("rash on her body / rash over entire body "), nausea ("nausea"), abdominal pain upper ("stomach pain"), dizziness ("dizziness"), feeling abnormal ("always feeling bad all the way around") and vision blurred ("blurred vision"). On (B)(6) 2015, the patient experienced back pain ("severe back pain"). On (B)(6) 2015, the patient experienced pain ("body pain / physical pain"). On (B)(6) 2015, the patient experienced muscle spasms ("muscle spasms"). In (B)(6) 2016, the patient experienced pelvic pain ("chronic pain"). On (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced post abortion haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) with abdominal pain lower. In (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and coital bleeding ("coital bleeding"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), depressive symptom ("symptoms of depression"), visual impairment ("vision getting worse"), headache ("headaches"), dyschezia ("painful bowel movements"), depressed mood ("sadness"), menorrhagia ("excessive and frequent menstruation with irregular cycle") and menstruation irregular ("irregular menstrual cycle"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen, vicodin (lortab), analgesics, allergens nos, antidepressants and muscle relaxants. Essure treatment was not changed. In 2014, the anxiety had resolved. At the time of the report, the perforation, fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, post abortion haemorrhage, autoimmune disorder, dysmenorrhoea, weight fluctuation, depressive symptom, rash generalised, headache, dyschezia, depressed mood, allergy to metals, abdominal distension, muscle spasms, menorrhagia, mental disorder, coital bleeding and menstruation irregular outcome was unknown and the abdominal pain, genital haemorrhage, back pain, fatigue, dyspareunia, migraine, weight decreased, pain, polymenorrhoea, visual impairment, dental caries, arthralgia, nausea, abdominal pain upper, dizziness, feeling abnormal, vision blurred, pelvic pain, the last episode of depression, gastrointestinal disorder and fibromyalgia had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, anxiety, arthralgia, autoimmune disorder, back pain, coital bleeding, dental caries, depressed mood, depressive symptom, dizziness, dyschezia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstruation irregular, mental disorder, migraine, muscle spasms, nausea, pain, pelvic pain, perforation, polymenorrhoea, post abortion haemorrhage, pregnancy with contraceptive device, rash, rash generalised, vision blurred, visual impairment, weight decreased, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: chronic pain and heavy irregular bleeding for which hysterectomy recommended. Complications of pregnancy: physical pain and sadness. Plaintiff's experienced the migraines as a teenager, and depression/anxiety she claim before essure placement. Dr. Advised her that she would have to have a complete hysterectomy in order to get rid of pain and other problems.the number of expanded coils that appeared trailing into the uterine cavity was 3.the identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure well, stating she had only mild cramps at most diagnostic results: found out she was pregnant by home test on (B)(6) 2017. Obgyn advised her that coils were in the correct place.her pre-pregnancy weight was 155 ibs and her last pre-natal visit weight was 199 lbs on (B)(6) 2016, pelvic ultrasound for irregular cycle resulted anteverted uterus wnl 2.7cm lt complex cyst rt ovary wnl essure seen in proper place. On (B)(6) 2013, pelvic ultrasound for pelvic pain resulted anteverted uterus wnl rt ov contains complex cyst measuring 1.7 x 1.8 cm lt ovary contain small follicles on (B)(6) 2013, us/us pelvic w/ transvaginal resulted 1. Essure devices. 2. Otherwise unremarkable sonographic appearance of the uterus and both ovaries. On (B)(6) 2012, pelvic ultrasound for pelvic pain showed anterior uterus appears wnl left ovary has wo fluid filled cysts, the largest is 2.0 x 1.9 x 1.6 cm with an area of echogenic debris within the fluid measuring 10 x 7mm. Rt ovary appears wnl on (B)(6) 2016, pregnancy test hcg showed result negative and pap ig negative for intraepithelial lesion and malignancy. On (B)(6) 2014, pap ig showed negative for intraepithelial lesion and malignancy on (B)(6) 2017, 2 views right hip with pelvis showed no evidence for acute fracture or displacement of the right hip. Symmetric areas of calcification with cortication of the bilateral lesser trochanter may relate to ligamental calcification or prior avulsion injuries. This appears to be new from prior examination, 2013. Mr imaging maybe beneficial to evaluate for inflammation or edema at these locations, as clinically indicated and on, lumbar spine 3 views (back pain) impression showed lumbar curvature. Otherwise negative. On (B)(6) 2013, right knee, 4 views right hip, 3 views showed no evidence of an acute osseous injury to the right knee and no evidence of an acute osseous injury to the right hip. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. New reporter added. New event bloating, muscle spasms , gi issue , suspect fibromyalgia , excessive and frequent menstruation with irregular cycle, essure perforated her fallopian tube or another organ, mental health, coital bleeding,no any essure confirmation test conducted and outcome were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure perforated her fallopian tube or another organ.'), fallopian tube perforation ('essure perforated her fallopian tube or another organ.'), abdominal pain ('severe abdominal pain / chronic pain'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('found out I was pregnant by home test') in a 24-year-old female patient who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "no any essure confirmation test conducted". The patient's medical history included migraine, multigravida, parity 3 (dates of births: (B)(6) 2005; (B)(6) 2011; (B)(6) 2012), depression, anxiety, mood swings, ear pain and urinary tract infection. *plaintiff's unknown about essure perforated her fallopian tube or another organ. Plaintiff's not sought medical treatment for tooth decay and miscarriage (no insurance).she denies any chest pain/nausea/vomiting. Found out she was pregnant by home test on (B)(6) 2017. Obgyn advised her that coils were in the correct place. Her pre-pregnancy weight was 155 ibs and her last pre-natal visit weight was 199 lbs. On (B)(6) 2016, pregnancy test hcg showed result negative and pap ig negative for intraepithelial lesion and malignancy. On (B)(6) 2014, pap ig showed negative for intraepithelial lesion and malignancy on (B)(6) 2017, 2 views right hip with pelvis showed no evidence for acute fracture or displacement of the right hip. Symmetric areas of calcification with cortication of the bilateral lesser trochanter may relate to ligamental calcification or prior avulsion injuries. This appears to be new from prior examination, 2013. Mr imaging maybe beneficial to evaluate for inflammation or edema at these locations, as clinically indicated and on, lumbar spine 3 views (back pain) impression showed lumbar curvature. Otherwise negative. On (B)(6) 2013, right knee, 4 views right hip, 3 views showed no evidence of an acute osseous injury to the right knee and no evidence of an acute osseous injury to the right hip. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included rash with penicillin. Concurrent conditions included kidney infection, ovarian cyst, pain in hip, leg pain, viral syndrome, viral syndrome, abscess, vaginitis, cough, chest pain and shortness of breath. Concomitant products included lithium since (B)(6) 2012 for atypical depressive disorder, lorazepam (ativan) since (B)(6) 2012 for generalized anxiety disorder, paracetamol (tylenol) since 2011 for headache, cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2017, diclofenac since (B)(6) 2017, naproxen sodium since (B)(6) 2017 and tramadol hydrochloride since (B)(6) 2017 for hip sprain and pain in hip, hydroxyzine since (B)(6) 2014 and methylprednisolone since (B)(6) 2014 for pityriasis rosea as well as from (B)(6) 2012 to (B)(6) 2013, alprazolam (xanax) since (B)(6) 2013, contraceptives, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2012 and lamotrigine since (B)(6) 2013. In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), migraine ("severe migraines / migraines"), depression ("depression"), polymenorrhoea ("increased frequency of periods"), arthralgia ("joint pain"), anxiety ("anxiety"), depression aggravated ("increased depression,"), gastrointestinal disorder ("gi issue"), fibromyalgia ("suspect fibromyalgia") and mental disorder ("mental health,"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced fatigue ("symptoms of fatigue") and was found to have weight decreased ("weight loss"), 3 months 20 days after insertion of essure. On (B)(6) 2014, the patient experienced abdominal distension ("bloating"). In 2014, the patient experienced rash trunk ("rashes/ small rash on lower stomach"), dental caries ("teeth began to decay") and allergy to metals ("nickel or essure allergy / hypersensitivity reaction to nickel or"). In 2015, the patient experienced rash ("rash on her body / rash over entire body "), nausea ("nausea"), abdominal pain upper ("stomach pain"), dizziness ("dizziness"), feeling abnormal ("always feeling bad all the way around") and vision blurred ("blurred vision"). On (B)(6) 2015, the patient experienced back pain ("severe back pain"). On (B)(6) 2015, the patient experienced pain ("body pain / physical pain"). On (B)(6) 2015, the patient experienced muscle spasms ("muscle spasms"). In (B)(6) 2016, the patient experienced pelvic pain ("chronic pain"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced post abortion haemorrhage ("heavy bleeding"). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) with abdominal pain lower. In (B)(6) 2018, the patient experienced genital haemorrhage ("heavy bleeding"), the first episode of dyspareunia ("pain during intercourse") and coital bleeding ("coital bleeding"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), autoimmune disorder ("autoimmune disorder or disease"), weight fluctuation ("weight fluctuations"), depressive symptom ("symptoms of depression"), visual impairment ("vision getting worse"), headache ("headaches"), dyschezia ("painful bowel movements"), depressed mood ("sadness"), menometrorrhagia ("excessive and frequent menstruation with irregular cycle"), menstruation irregular ("irregular menstrual cycle") and the second episode of dyspareunia ("stabbing pain after intercourse with bleeding."). The patient was treated with allergens nos, analgesics, antidepressants, hydrocodone bitartrate;paracetamol (lortab), ibuprofen and muscle relaxants. Essure treatment was not changed. In 2014, the anxiety had resolved. At the time of the report, the perforation, fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, post abortion haemorrhage, autoimmune disorder, dysmenorrhoea, weight fluctuation, depressive symptom, rash, headache, dyschezia, depressed mood, allergy to metals, abdominal distension, muscle spasms, menometrorrhagia, mental disorder, coital bleeding, menstruation irregular and the last episode of dyspareunia outcome was unknown and the abdominal pain, genital haemorrhage, back pain, fatigue, migraine, weight decreased, depression, pain, polymenorrhoea, visual impairment, dental caries, arthralgia, nausea, abdominal pain upper, dizziness, feeling abnormal, vision blurred, pelvic pain, depression aggravated, gastrointestinal disorder and fibromyalgia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, anxiety, arthralgia, autoimmune disorder, back pain, coital bleeding, dental caries, depressed mood, depression, depressive symptom, dizziness, dyschezia, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, menometrorrhagia, menstruation irregular, mental disorder, migraine, muscle spasms, nausea, pain, pelvic pain, perforation, polymenorrhoea, post abortion haemorrhage, pregnancy with contraceptive device, rash trunk, vision blurred, visual impairment, weight decreased, weight fluctuation, the first episode of dyspareunia, depression aggravated, rash and the second episode of dyspareunia to be related to essure. No further causality assessment were provided for the product. The reporter commented: chronic pain and heavy irregular bleeding for which hysterectomy recommended. Complications of pregnancy: physical pain and sadness. Plaintiff's experienced the migraines as a teenager, and depression/anxiety she claim before essure placement. Dr. Advised her that she would have to have a complete hysterectomy in order to get rid of pain and other problems.the number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure well, stating she had only mild cramps at most. Concomitant drug includes midrin. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2012: for pelvic pain showed anterior uterus appears wnl left ovary has wo fluid filled cysts, the largest is 2.0 x 1.9 x 1.6 cm with an area of echogenic debris within the fluid measuring 10 x 7mm. Rt ovary appears wnl; on (B)(6) 2013: for pelvic pain resulted anteverted uterus wnl rt ov contains complex cyst measuring 1.7 x 1.8 cm lt ovary contain small follicles; on (B)(6) 2016: for irregular cycle resulted anteverted uterus wnl 2.7cm lt complex cyst rt ovary wnl essure seen in proper place.. Ultrasound scan vagina - on (B)(6) 2013: 1. Essure devices. 2. Otherwise unremarkable sonographic appearance of the uterus and both ovaries.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received-new event stabbing pain after intercourse with bleeding. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure perforated her fallopian tube or another organ.'), fallopian tube perforation ('essure perforated her fallopian tube or another organ.'), abdominal pain ('severe abdominal pain / chronic pain'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('found out I was pregnant by home test') in a 24-year-old female patient who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "no any essure confirmation test conducted". The patient's medical history included migraine, multigravida, parity 3 (dates of births: (B)(6) 2005; (B)(6) 2011; (B)(6) 2012), depression, anxiety, mood swings, ear pain and urinary tract infection. *plaintiff's unknown about essure perforated her fallopian tube or another organ. Plaintiff's not sought medical treatment for tooth decay and miscarriage (no insurance).she denies any chest pain/nausea/vomiting. Found out she was pregnant by home test on (B)(6) 2017. Obgyn advised her that coils were in the correct place. Her pre-pregnancy weight was 155 ibs and her last pre-natal visit weight was 199 lbs. On (B)(6) 2016, pregnancy test hcg showed result negative and pap ig negative for intraepithelial lesion and malignancy. On (B)(6) 2014, pap ig showed negative for intraepithelial lesion and malignancy on (B)(6) 2017, 2 views right hip with pelvis showed no evidence for acute fracture or displacement of the right hip. Symmetric areas of calcification with cortication of the bilateral lesser trochanter may relate to ligamental calcification or prior avulsion injuries. This appears to be new from prior examination, 2013. Mr imaging maybe beneficial to evaluate for inflammation or edema at these locations, as clinically indicated and on, lumbar spine 3 views (back pain) impression showed lumbar curvature. Otherwise negative. On (B)(6) 2013, right knee, 4 views right hip, 3 views showed no evidence of an acute osseous injury to the right knee and no evidence of an acute osseous injury to the right hip. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included rash with penicillin. Concurrent conditions included kidney infection, ovarian cyst, pain in hip, leg pain, viral syndrome, viral syndrome, abscess, vaginitis, cough, chest pain and shortness of breath. Concomitant products included lithium since (B)(6) 2012 for atypical depressive disorder, lorazepam (ativan) since (B)(6) 2012 for generalized anxiety disorder, paracetamol (tylenol) since 2011 for headache, cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2017, diclofenac since (B)(6) 2017, naproxen sodium since (B)(6) 2017 and tramadol hydrochloride since (B)(6) 2017 for hip sprain and pain in hip, hydroxyzine since (B)(6) 2014 and methylprednisolone since (B)(6) 2014 for pityriasis rosea as well as from (B)(6) 2012 to (B)(6) 2013, alprazolam (xanax) since (B)(6) 2013, contraceptives, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2012 and lamotrigine since (B)(6) 2013. In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), migraine ("severe migraines / migraines"), depression ("depression"), polymenorrhoea ("increased frequency of periods"), arthralgia ("joint pain"), anxiety ("anxiety"), depression aggravated ("increased depression,"), gastrointestinal disorder ("gi issue"), fibromyalgia ("suspect fibromyalgia") and mental disorder ("mental health,"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced fatigue ("symptoms of fatigue") and was found to have weight decreased ("weight loss"), 3 months 20 days after insertion of essure. On (B)(6) 2014, the patient experienced abdominal distension ("bloating"). In 2014, the patient experienced rash trunk ("rashes/ small rash on lower stomach"), dental caries ("teeth began to decay") and allergy to metals ("nickel or essure allergy / hypersensitivity reaction to nickel or"). In 2015, the patient experienced rash ("rash on her body / rash over entire body "), nausea ("nausea"), abdominal pain upper ("stomach pain"), dizziness ("dizziness"), feeling abnormal ("always feeling bad all the way around") and vision blurred ("blurred vision"). On (B)(6) 2015, the patient experienced back pain ("severe back pain"). On (B)(6) 2015, the patient experienced pain ("body pain / physical pain"). On (B)(6) 2015, the patient experienced muscle spasms ("muscle spasms"). In (B)(6) 2016, the patient experienced pelvic pain ("chronic pain"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced post abortion haemorrhage ("heavy bleeding"). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) with abdominal pain lower. In (B)(6) 2018, the patient experienced genital haemorrhage ("heavy bleeding"), the first episode of dyspareunia ("pain during intercourse") and coital bleeding ("coital bleeding"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), autoimmune disorder ("autoimmune disorder or disease"), weight fluctuation ("weight fluctuations"), depressive symptom ("symptoms of depression"), visual impairment ("vision getting worse"), headache ("headaches"), dyschezia ("painful bowel movements"), depressed mood ("sadness"), menometrorrhagia ("excessive and frequent menstruation with irregular cycle"), menstruation irregular ("irregular menstrual cycle") and the second episode of dyspareunia ("stabbing pain after intercourse with bleeding."). The patient was treated with allergens nos, analgesics, antidepressants, hydrocodone bitartrate;paracetamol (lortab), ibuprofen and muscle relaxants. Essure treatment was not changed. In 2014, the anxiety had resolved. At the time of the report, the perforation, fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, post abortion haemorrhage, autoimmune disorder, dysmenorrhoea, weight fluctuation, depressive symptom, rash, headache, dyschezia, depressed mood, allergy to metals, abdominal distension, muscle spasms, menometrorrhagia, mental disorder, coital bleeding, menstruation irregular and the last episode of dyspareunia outcome was unknown and the abdominal pain, genital haemorrhage, back pain, fatigue, migraine, weight decreased, depression, pain, polymenorrhoea, visual impairment, dental caries, arthralgia, nausea, abdominal pain upper, dizziness, feeling abnormal, vision blurred, pelvic pain, depression aggravated, gastrointestinal disorder and fibromyalgia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, anxiety, arthralgia, autoimmune disorder, back pain, coital bleeding, dental caries, depressed mood, depression, depressive symptom, dizziness, dyschezia, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, menometrorrhagia, menstruation irregular, mental disorder, migraine, muscle spasms, nausea, pain, pelvic pain, perforation, polymenorrhoea, post abortion haemorrhage, pregnancy with contraceptive device, rash trunk, vision blurred, visual impairment, weight decreased, weight fluctuation, the first episode of dyspareunia, depression aggravated, rash and the second episode of dyspareunia to be related to essure. No further causality assessment were provided for the product. The reporter commented: chronic pain and heavy irregular bleeding for which hysterectomy recommended. Complications of pregnancy: physical pain and sadness. Plaintiff's experienced the migraines as a teenager, and depression/anxiety she claim before essure placement. Dr. Advised her that she would have to have a complete hysterectomy in order to get rid of pain and other problems.the number of expanded coils that appeared trailing into the uterine cavity was 3.the identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure well, stating she had only mild cramps at most. Concomitant drug includes midrin diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2012: for pelvic pain showed anterior uterus appears wnl left ovary has wo fluid filled cysts, the largest is 2.0 x 1.9 x 1.6 cm with an area of echogenic debris within the fluid measuring 10 x 7mm. Rt ovary appears wnl; on (B)(6) 2013: for pelvic pain resulted anteverted uterus wnl rt ov contains complex cyst measuring 1.7 x 1.8 cm lt ovary contain small follicles; on (B)(6) 2016: for irregular cycle resulted anteverted uterus wnl 2.7cm lt complex cyst rt ovary wnl essure seen in proper place. Ultrasound scan vagina - on (B)(6) 2013: 1. Essure devices. 2. Otherwise unremarkable sonographic appearance of the uterus and both ovaries. Lot number: 948839 manufacturing date: 2012/02 expiration date: 2015/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure perforated her fallopian tube or another organ.'), fallopian tube perforation ('essure perforated her fallopian tube or another organ.'), abdominal pain ('severe abdominal pain / chronic pain'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('found out I was pregnant by home test') in a 24-year-old female patient who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "no any essure confirmation test conducted". The patient's medical history included migraine, multigravida, parity 3 (dates of births: (B)(6) 2005; (B)(6) 2011; (B)(6) 2012), depression, anxiety, mood swings, ear pain and urinary tract infection. *plaintiff's unknown about essure perforated her fallopian tube or another organ. Plaintiff's not sought medical treatment for tooth decay and miscarriage (no insurance).she denies any chest pain/nausea/vomiting. Found out she was pregnant by home test on (B)(6) 2017. Obgyn advised her that coils were in the correct place. Her pre-pregnancy weight was 155 ibs and her last pre-natal visit weight was 199 lbs. On (B)(6) 2016, pregnancy test hcg showed result negative and pap ig negative for intraepithelial lesion and malignancy. On (B)(6) 2014, pap ig showed negative for intraepithelial lesion and malignancy on (B)(6) 2017, 2 views right hip with pelvis showed no evidence for acute fracture or displacement of the right hip. Symmetric areas of calcification with cortication of the bilateral lesser trochanter may relate to ligamental calcification or prior avulsion injuries. This appears to be new from prior examination, 2013. Mr imaging maybe beneficial to evaluate for inflammation or edema at these locations, as clinically indicated and on, lumbar spine 3 views (back pain) impression showed lumbar curvature. Otherwise negative. On (B)(6) 2013, right knee, 4 views right hip, 3 views showed no evidence of an acute osseous injury to the right knee and no evidence of an acute osseous injury to the right hip. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included rash with penicillin. Concurrent conditions included kidney infection, ovarian cyst, pain in hip, leg pain, viral syndrome, viral syndrome, abscess, vaginitis, cough, chest pain and shortness of breath. Concomitant products included lithium since (B)(6) 2012 for atypical depressive disorder, lorazepam (ativan) since (B)(6) 2012 for generalized anxiety disorder, paracetamol (tylenol) since 2011 for headache, cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2017, diclofenac since (B)(6) 2017, naproxen sodium since (B)(6) 2017 and tramadol hydrochloride since (B)(6) 2017 for hip sprain and pain in hip, hydroxyzine since april 2014 and methylprednisolone since (B)(6) 2014 for pityriasis rosea as well as from 15-oct-2012 to 7-mar-2013, alprazolam (xanax) since (B)(6) 2013, contraceptives, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2012 and lamotrigine since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), migraine ("severe migraines / migraines"), depression ("depression"), polymenorrhoea ("increased frequency of periods"), arthralgia ("joint pain"), anxiety ("anxiety"), depression aggravated ("increased depression,"), gastrointestinal disorder ("gi issue"), fibromyalgia ("suspect fibromyalgia") and mental disorder ("mental health,"). . In (B)(6) 2012, the patient experienced abdominal pain (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced fatigue ("symptoms of fatigue") and was found to have weight decreased ("weight loss"), 3 months 20 days after insertion of essure. On (B)(6) 2014, the patient experienced abdominal distension ("bloating"). In 2014, the patient experienced rash trunk ("rashes/ small rash on lower stomach"), dental caries ("teeth began to decay") and allergy to metals ("nickel or essure allergy / hypersensitivity reaction to nickel or"). In 2015, the patient experienced rash ("rash on her body / rash over entire body "), nausea ("nausea"), abdominal pain upper ("stomach pain"), dizziness ("dizziness"), feeling abnormal ("always feeling bad all the way around") and vision blurred ("blurred vision"). On (B)(6) 2015, the patient experienced back pain ("severe back pain"). On (B)(6) 2015, the patient experienced pain ("body pain / physical pain"). On (B)(6) 2015, the patient experienced muscle spasms ("muscle spasms"). In (B)(6) 2016, the patient experienced pelvic pain ("chronic pain"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced post abortion haemorrhage ("heavy bleeding"). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) with abdominal pain lower. In (B)(6) 2018, the patient experienced genital haemorrhage ("heavy bleeding"), the first episode of dyspareunia ("pain during intercourse") and coital bleeding ("coital bleeding"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), autoimmune disorder ("autoimmune disorder or disease"), weight fluctuation ("weight fluctuations"), depressive symptom ("symptoms of depression"), visual impairment ("vision getting worse"), headache ("headaches"), dyschezia ("painful bowel movements"), depressed mood ("sadness"), menometrorrhagia ("excessive and frequent menstruation with irregular cycle"), menstruation irregular ("irregular menstrual cycle") and the second episode of dyspareunia ("stabbing pain after intercourse with bleeding."). The patient was treated with allergens nos, analgesics, antidepressants, hydrocodone bitartrate;paracetamol (lortab), ibuprofen and muscle relaxants. Essure treatment was not changed. In 2014, the anxiety had resolved. At the time of the report, the perforation, fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, post abortion haemorrhage, autoimmune disorder, dysmenorrhoea, weight fluctuation, depressive symptom, rash, headache, dyschezia, depressed mood, allergy to metals, abdominal distension, muscle spasms, menometrorrhagia, mental disorder, coital bleeding, menstruation irregular and the last episode of dyspareunia outcome was unknown and the abdominal pain, genital haemorrhage, back pain, fatigue, migraine, weight decreased, depression, pain, polymenorrhoea, visual impairment, dental caries, arthralgia, nausea, abdominal pain upper, dizziness, feeling abnormal, vision blurred, pelvic pain, depression aggravated, gastrointestinal disorder and fibromyalgia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, anxiety, arthralgia, autoimmune disorder, back pain, coital bleeding, dental caries, depressed mood, depression, depressive symptom, dizziness, dyschezia, dysmenorrhoea, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, menometrorrhagia, menstruation irregular, mental disorder, migraine, muscle spasms, nausea, pain, pelvic pain, perforation, polymenorrhoea, post abortion haemorrhage, pregnancy with contraceptive device, rash trunk, vision blurred, visual impairment, weight decreased, weight fluctuation, the first episode of dyspareunia, depression aggravated, rash and the second episode of dyspareunia to be related to essure. The reporter commented: chronic pain and heavy irregular bleeding for which hysterectomy recommended. Complications of pregnancy: physical pain and sadness. Plaintiff's experienced the migraines as a teenager, and depression/anxiety she claim before essure placement. Dr. Advised her that she would have to have a complete hysterectomy in order to get rid of pain and other problems.the number of expanded coils that appeared trailing into the uterine cavity was 3.the identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure well, stating she had only mild cramps at most. Concomitant drug includes midrin diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2012: for pelvic pain showed anterior uterus appears wnl left ovary has wo fluid filled cysts, the largest is 2.0 x 1.9 x 1.6 cm with an area of echogenic debris within the fluid measuring 10 x 7mm. Rt ovary appears wnl; on (B)(6) 2013: for pelvic pain resulted anteverted uterus wnl rt ov contains complex cyst measuring 1.7 x 1.8 cm lt ovary contain small follicles; on (B)(6) 2016: for irregular cycle resulted anteverted uterus wnl 2.7cm lt complex cyst rt ovary wnl essure seen in proper place.. Ultrasound scan vagina - on (B)(6) 2013: 1. Essure devices. 2. Otherwise unremarkable sonographic appearance of the uterus and both ovaries. Lot number: 948839 manufacturing date: 2012/02 expiration date: 2015/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: mr received: reporter and device expiration date updated. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / chronic pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("found out I was pregnant by home test"), genital haemorrhage ("heavy bleeding"), post abortion haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorder or disease") in a (B)(6) year-old female patient (gravida 4, para 3) who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included migraine, multigravida, parity 3 (dates of births: (B)(6)), depression and anxiety. Plaintiff's unknown about essure perforated her fallopian tube or another organ. Plaintiff's not sought medical treatment for tooth decay and miscarriage (no insurance). Concomitant products included contraceptives nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), fatigue ("symptoms of fatigue"), dyspareunia ("pain during intercourse") and pelvic pain ("chronic pain"). In 2012, the patient experienced migraine ("severe migraines / migraines"), depression ("depression"), pain ("body pain / physical pain"), arthralgia ("joint pain") and anxiety ("anxiety"). In 2013, the patient experienced rash ("rashes/ small rash on lower stomach "). In 2015, the patient experienced rash generalised ("rash on her body / rash over entire body "), nausea ("nausea"), abdominal pain upper ("stomach pain"), dizziness ("dizziness"), feeling abnormal ("always feeling bad all the way around") and vision blurred ("blurred vision"). On (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced post abortion haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) with abdominal pain lower. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), weight fluctuation ("weight fluctuations"), depressive symptom ("symptoms of depression"), weight decreased ("weight loss"), polymenorrhoea ("increased frequency of periods"), visual impairment ("vision getting worse"), dental caries ("teeth began to decay"), headache ("headaches"), dyschezia ("painful bowel movements"), depressed mood ("sadness") and allergy to metals ("nickel or essure allergy / hypersensitivity reaction to nickel or"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with ibuprofen, vicodin (lortab), analgesics, allergens nos, antidepressants and muscle relaxants. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, back pain, fatigue, dyspareunia, migraine, weight decreased, depression, pain, polymenorrhoea, visual impairment, dental caries, arthralgia, nausea, abdominal pain upper, dizziness, feeling abnormal, vision blurred, pelvic pain and anxiety had not resolved and the abortion spontaneous, pregnancy with contraceptive device, post abortion haemorrhage, autoimmune disorder, dysmenorrhoea, weight fluctuation, depressive symptom, rash generalised, rash, headache, dyschezia, depressed mood and allergy to metals outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, anxiety, arthralgia, autoimmune disorder, back pain, dental caries, depressed mood, depression, depressive symptom, dizziness, dyschezia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, migraine, nausea, pain, pelvic pain, polymenorrhoea, post abortion haemorrhage, pregnancy with contraceptive device, rash, rash generalised, vision blurred, visual impairment, weight decreased and weight fluctuation to be related to essure. The reporter commented: chronic pain and heavy irregular bleeding for which hysterectomy recommended. Complications of pregnancy: physical pain and sadness. Plaintiff's experienced the migraines as a teenager, and depression/anxiety she claim before essure placement. Dr. Advised her that she would have to have a complete hysterectomy in order to get rid of pain and other problems. Diagnostic results: found out she was pregnant by home test on (B)(6) 2017. Obgyn advised her that coils were in the correct place. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events "weight loss, depression, body pain, increased frequency of periods, vision getting worse, rashes, teeth began to decay, joint pain, nausea, stomach pain, dizziness, always feeling bad all the way around,miscarriage,headaches,painful bowel movements, pregnancy, device ineffective,sadness, nickel or essure allergy / hypersensitivity reaction to nickel or, physical pain, autoimmune disorder or disease, rash over entire body and anxiety were added. Lot number was added. Treatment drug were added. Concomitant medication and historical conditions were added. Reporter aka were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / chronic pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("found out I was pregnant by home test"), genital haemorrhage ("heavy bleeding"), post abortion haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorder or disease") in a (B)(6) year-old female patient (gravida 4, para 3) who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included migraine, multigravida, parity 3 (dates of births: (B)(6) 2005; (B)(6) 2011; (B)(6) 2012), depression, anxiety, mood swings, ear pain and urinary tract infection. Plaintiff's unknown about essure perforated her fallopian tube or another organ. Plaintiff's not sought medical treatment for tooth decay and miscarriage (no insurance). She denies any chest pain/nausea/vomiting. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included rash with penicillin. Concurrent conditions included kidney infection and ovarian cyst. Concomitant products included citalopram hydrobromide (celexa) on (B)(6) 2012 and lithium on (B)(6) 2012 for atypical depressive disorder, lorazepam (ativan) on (B)(6) 2012 for generalized anxiety disorder, midrid (midrin) in 2011 and paracetamol (tylenol) in 2011 for headache, cyclobenzaprine hydrochloride (flexeril) on (B)(6) 2017, diclofenac on (B)(6) 2017, naproxen sodium on (B)(6) 2017 and tramadol hydrochloride on (B)(6) 2017 for hip sprain and pain in hip, hydroxyzine in (B)(6) 2014 and methylprednisolone (medrol) in (B)(6) 2014 for pityriasis rosea as well as alprazolam (xanax) on (B)(6) 2013, contraceptives nos, lamotrigine on (B)(6) 2013 and vicodin (norco) on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("severe migraines / migraines"), depression ("depression"), pain ("body pain / physical pain"), arthralgia ("joint pain") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), fatigue ("symptoms of fatigue"), dyspareunia ("pain during intercourse") and pelvic pain ("chronic pain"). In 2013, the patient experienced rash ("rashes/ small rash on lower stomach"). In 2015, the patient experienced rash generalised ("rash on her body / rash over entire body"), nausea ("nausea"), abdominal pain upper ("stomach pain"), dizziness ("dizziness"), feeling abnormal ("always feeling bad all the way around") and vision blurred ("blurred vision"). On (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced post abortion haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) with abdominal pain lower. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), weight fluctuation ("weight fluctuations"), depressive symptom ("symptoms of depression"), weight decreased ("weight loss"), polymenorrhoea ("increased frequency of periods"), visual impairment ("vision getting worse"), dental caries ("teeth began to decay"), headache ("headaches"), dyschezia ("painful bowel movements"), depressed mood ("sadness") and allergy to metals ("nickel or essure allergy / hypersensitivity reaction to nickel or"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with ibuprofen, vicodin (lortab), analgesics, allergens nos, antidepressants and muscle relaxants. Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, back pain, fatigue, dyspareunia, migraine, weight decreased, depression, pain, polymenorrhoea, visual impairment, dental caries, arthralgia, nausea, abdominal pain upper, dizziness, feeling abnormal, vision blurred, pelvic pain and anxiety had not resolved and the abortion spontaneous, pregnancy with contraceptive device, post abortion haemorrhage, autoimmune disorder, dysmenorrhoea, weight fluctuation, depressive symptom, rash generalised, rash, headache, dyschezia, depressed mood and allergy to metals outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, anxiety, arthralgia, autoimmune disorder, back pain, dental caries, depressed mood, depression, depressive symptom, dizziness, dyschezia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, migraine, nausea, pain, pelvic pain, polymenorrhoea, post abortion haemorrhage, pregnancy with contraceptive device, rash, rash generalised, vision blurred, visual impairment, weight decreased and weight fluctuation to be related to essure. The reporter commented: chronic pain and heavy irregular bleeding for which hysterectomy recommended. Complications of pregnancy: physical pain and sadness. Plaintiff's experienced the migraines as a teenager, and depression/anxiety she claim before essure placement. Dr. Advised her that she would have to have a complete hysterectomy in order to get rid of pain and other problems.the number of expanded coils that appeared trailing into the uterine cavity was 3.the identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure well, stating she had only mild cramps at most. Diagnostic results: found out she was pregnant by home test on (B)(6) 2017. Obgyn advised her that coils were in the correct place. Her pre-pregnancy weight was (B)(6) ibs and her last pre-natal visit weight was (B)(6) lbs. On (B)(6) 2016, pelvic ultrasound for irregular cycle resulted anteverted uterus wnl 2.7cm lt complex cyst rt ovary wnl essure seen in proper place. On (B)(6) 2013, pelvic ultrasound for pelvic pain resulted anteverted uterus wnl rt ov contains complex cyst measuring 1.7 x 1.8 cm lt ovary contain small follicles. On (B)(6) 2013, us/us pelvic w/ transvaginal resulted 1. Essure devices. 2. Otherwise unremarkable sonographic appearance of the uterus and both ovaries. On (B)(6) 2012, pelvic ultrasound for pelvic pain showed anterior uterus appears wnl left ovary has wo fluid filled cysts, the largest is 2.0 x 1.9 x 1.6 cm with an area of echogenic debris within the fluid measuring 10 x 7mm. Rt ovary appears wnl. On (B)(6) 2016, pregnancy test hcg showed result negative and pap ig negative for intraepithelial lesion and malignancy. On (B)(6) 2014, pap ig showed negative for intraepithelial lesion and malignancy. On (B)(6) 2017, 2 views right hip with pelvis showed no evidence for acute fracture or displacement of the right hip. Symmetric areas of calcification with cortication of the bilateral lesser trochanter may relate to ligamental calcification or prior avulsion injuries. This appears to be new from prior examination, 2013. Mr imaging maybe beneficial to evaluate for inflammation or edema at these locations, as clinically indicated and on, lumbar spine 3 views (back pain) impression showed lumbar curvature. Otherwise negative. On (B)(6) 2013, right knee, 4 views right hip, 3 views showed no evidence of an acute osseous injury to the right knee and no evidence of an acute osseous injury to the right hip. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2017: quality-safety evaluation of ptc, FDA codes were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("essure perforated her fallopian tube or another organ."), fallopian tube perforation ("essure perforated her fallopian tube or another organ."), abdominal pain ("severe abdominal pain / chronic pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("found out I was pregnant by home test"), genital haemorrhage ("heavy bleeding"), post abortion haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorder or disease") in a 24-year-old female patient who had essure (batch no. 948839) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "no any essure confirmation test conducted". The patient's medical history included migraine, multigravida, parity 3 (dates of births: (B)(6) 2005; (B)(6) 2011; (B)(6) 2012), depression, anxiety, mood swings, ear pain and urinary tract infection. *plaintiff's unknown about essure perforated her fallopian tube or another organ. Plaintiff's not sought medical treatment for tooth decay and miscarriage (no insurance).she denies any chest pain/nausea/vomiting. Found out she was pregnant by home test on (B)(6) 2017. Obgyn advised her that coils were in the correct place. Her pre-pregnancy weight was 155 ibs and her last pre-natal visit weight was 199 lbs. On (B)(6) 2016, pregnancy test hcg showed result negative and pap ig negative for intraepithelial lesion and malignancy. On (B)(6) 2014, pap ig showed negative for intraepithelial lesion and malignancy. On (B)(6) 2017, 2 views right hip with pelvis showed no evidence for acute fracture or displacement of the right hip. Symmetric areas of calcification with cortication of the bilateral lesser trochanter may relate to ligamental calcification or prior avulsion injuries. This appears to be new from prior examination, 2013. Mr imaging maybe beneficial to evaluate for inflammation or edema at these locations, as clinically indicated and on, lumbar spine 3 views (back pain) impression showed lumbar curvature. Otherwise negative. On (B)(6) 2013, right knee, 4 views right hip, 3 views showed no evidence of an acute osseous injury to the right knee and no evidence of an acute osseous injury to the right hip. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included rash with penicillin. Concurrent conditions included kidney infection, ovarian cyst, pain in hip, leg pain, viral syndrome, viral syndrome, abscess, vaginitis, cough, chest pain and shortness of breath. Concomitant products included citalopram hydrobromide (celexa) from (B)(6) 2012 to (B)(6) 2013 and lithium since (B)(6) 2012 for atypical depressive disorder, lorazepam (ativan) since (B)(6) 2012 for generalized anxiety disorder, midrid (midrin) since 2011 and paracetamol (tylenol) since 2011 for headache, cyclobenzaprine hydrochloride (flexeril) since (B)(6) 2017, diclofenac since (B)(6) 2017, naproxen sodium since (B)(6) 2017 and tramadol hydrochloride since (B)(6) 2017 for hip sprain and pain in hip, hydroxyzine since (B)(6) 2014 and methylprednisolone since (B)(6) 2014 for pityriasis rosea as well as (), alprazolam (xanax) since (B)(6) 2013, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2012 and lamotrigine since (B)(6) 2013. In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), migraine ("severe migraines / migraines"), the first episode of depression ("depression"), polymenorrhoea ("increased frequency of periods"), arthralgia ("joint pain"), anxiety ("anxiety"), the second episode of depression ("increased depression,"), gastrointestinal disorder ("gi issue"), fibromyalgia ("suspect fibromyalgia") and mental disorder ("mental health,"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced fatigue ("symptoms of fatigue") and was found to have weight decreased ("weight loss"), 3 months 20 days after insertion of essure. On (B)(6) 2014, the patient experienced abdominal distension ("bloating"). In 2014, the patient experienced rash ("rashes/ small rash on lower stomach"), dental caries ("teeth began to decay") and allergy to metals ("nickel or essure allergy / hypersensitivity reaction to nickel or"). In 2015, the patient experienced rash generalised ("rash on her body / rash over entire body "), nausea ("nausea"), abdominal pain upper ("stomach pain"), dizziness ("dizziness"), feeling abnormal ("always feeling bad all the way around") and vision blurred ("blurred vision"). On (B)(6) 2015, the patient experienced back pain ("severe back pain"). On (B)(6) 2015, the patient experienced pain ("body pain / physical pain"). On (B)(6) 2015, the patient experienced muscle spasms ("muscle spasms"). In june 2016, the patient experienced pelvic pain ("chronic pain"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On 10-(B)(6) 2017, the patient experienced post abortion haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) with abdominal pain lower. In (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and coital bleeding ("coital bleeding"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), depressive symptom ("symptoms of depression"), visual impairment ("vision getting worse"), headache ("headaches"), dyschezia ("painful bowel movements"), depressed mood ("sadness"), menometrorrhagia ("excessive and frequent menstruation with irregular cycle") and menstruation irregular ("irregular menstrual cycle"). The patient was treated with allergens nos, analgesics, antidepressants, hydrocodone bitartrate;paracetamol (lortab), ibuprofen and muscle relaxants. Essure treatment was not changed. In 2014, the anxiety had resolved. At the time of the report, the perforation, fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, post abortion haemorrhage, autoimmune disorder, dysmenorrhoea, weight fluctuation, depressive symptom, rash generalised, headache, dyschezia, depressed mood, allergy to metals, abdominal distension, muscle spasms, menometrorrhagia, mental disorder, coital bleeding and menstruation irregular outcome was unknown and the abdominal pain, genital haemorrhage, back pain, fatigue, dyspareunia, migraine, weight decreased, pain, polymenorrhoea, visual impairment, dental caries, arthralgia, nausea, abdominal pain upper, dizziness, feeling abnormal, vision blurred, pelvic pain, the last episode of depression, gastrointestinal disorder and fibromyalgia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abortion spontaneous, allergy to metals, anxiety, arthralgia, autoimmune disorder, back pain, coital bleeding, dental caries, depressed mood, depressive symptom, dizziness, dyschezia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, menometrorrhagia, menstruation irregular, mental disorder, migraine, muscle spasms, nausea, pain, pelvic pain, perforation, polymenorrhoea, post abortion haemorrhage, pregnancy with contraceptive device, rash, rash generalised, vision blurred, visual impairment, weight decreased, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: chronic pain and heavy irregular bleeding for which hysterectomy recommended. Complications of pregnancy: physical pain and sadness. Plaintiff's experienced the migraines as a teenager, and depression/anxiety she claim before essure placement. Dr. Advised her that she would have to have a complete hysterectomy in order to get rid of pain and other problems. The number of expanded coils that appeared trailing into the uterine cavity was 3. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure well, stating she had only mild cramps at most diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2012: for pelvic pain showed anterior uterus appears wnl left ovary has wo fluid filled cysts, the largest is 2.0 x 1.9 x 1.6 cm with an area of echogenic debris within the fluid measuring 10 x 7mm. Rt ovary appears wnl; on (B)(6) 2013: for pelvic pain resulted anteverted uterus wnl rt ov contains complex cyst measuring 1.7 x 1.8 cm lt ovary contain small follicles; on (B)(6) 2016: for irregular cycle resulted anteverted uterus wnl 2.7cm lt complex cyst rt ovary wnl essure seen in proper place.. Ultrasound scan vagina: on (B)(6) 2013: 1. Essure devices. 2. Otherwise unremarkable sonographic appearance of the uterus and both ovaries.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.